Manufacturer narrative:
Product investigation will be performed when product is returned. An initial report was made to microline on 8/14/2017. However, full information on the extent of the incident was not received until 11/16/2017. This is when reportability was determined.

Event description:
During a laparoscopic procedure, the insulation of the renew endocut scissor tip failed. There was a visible arc and flame between the threaded tip and shaft. This caused a fire to light inside the patients abdomen. No apparent harm was caused by the incident.